Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. Outcome attributed to adverse event: unk. Explant date: n/a. Device evaluated by manufacturer? No. Lens remains implanted. (B)(4). Lens remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -8.0/+2.0/092 diopter, in the patient's left eye (os) on (B)(6) 2010. The lens was reported as having a low vault and rotation and remains implanted. It is planned to explant the lens.

Manufacturer narrative:
The surgeon performed a secondary intervention to reposition the lens to the original axis. An exchange is planned. Work order search: no similar complaints were reported for units within the same lot. (B)(4).